Event description:
The pt reported having surgery to replace her catheter which was found "broke in two places" approx 1 month prior to surgery. The implanted duration of the catheter was 101 months. The pt reported getting pain relief since the catheter was replaced, and is receiving dilaudid and bupivicaine from the infusion system. Info has been requested from the pt's physician regarding the pt reported events and a follow up report will be sent when new info is received.